Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. The dilator on the vizigo sheath was not allowing any catheters to get through it. The physician thought the dilator had prolapsed and may have lost its shape. The vizigo sheath was replaced and the problem was resolved. The case continued. There was no patient consequence reported. Additional information was received. No damage due to the obstructed sheath. No visible damage on the dilator. The physician stated he believed the dilator was stiff, thus preventing catheters to be inserted. No occlusion when irrigating the sheath. No material causing the obstruction. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-oct-2024, observed the hemostatic valve dislodged inside of hub component. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on 22-oct-2024 and have assessed this returned condition as reportable. The awareness date for this record is 22-oct-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-sep-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and microscopic examination of the returned device were performed. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. The dilator was observed bent near to the tip. Microscopic examination of the hemostatic valve surface showed stress marks. The dilator bent, stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, the guide wire was introduced in the dilator and no obstructions were identified. A device history record was performed for the finished device batch number, and no internal actions were identified. No obstructions were observed on the dilator; however, customer complaint is confirmed as the hemostatic valve condition and damage on the dilator could be related to "the dilator on the vizigo¿ sheath was not allowing any catheters to get through it". The potential cause of the damage on the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath per the stress marks observed causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: cannula (g04019) were selected as related to the customer¿s reported ¿dilator was not allowing any catheters to get through it¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator bent¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. Manufacturer's reference number: (B)(4).